Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated to baxter customer service that it is unknown whether or not the device was in use on a patient when the failure occurred. Information was requested but details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact information was requested but no additional contact information was requested but no additional contact was provided,